Manufacturer narrative:
(B)(4). D10: item# 00801102028; lot# 64545194. Item# 00588000600; lot# 63673838. Item# 00801102024; lot# 64545192. Item# 00598802016; lot# 63857757. Item# 66056768; lot# 94624761. Item# 00588006012; lot# 64345123. Item# 00597206538; lot# 63562212. Item# 010001003; lot# 6256949. Item# 010001003; lot# 6294200. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of zb implants approximately four (4) years post-implantation due to instability. During the revision, it was discovered that the hinge mechanism of the femoral implant had broken. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: proposed component code mechanical femur (g04). Visual examination of the provided pictures identified both devices appear to be damaged: the hinge mechanism of the femoral implant is broken, and the articular surface seems to be missing some material, consistent with a fracture. No further assessment can be made based on the provided pictures. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint can be confirmed based on the provided pictures showing the fractured devices. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.